Event description:
It was reported that the suture used to secure the vns generator in place had extruded from the patient's chest. The area appeared infected. The suture was removed and antibiotics were prescribed preventively. The surgeon suspected this was caused by a foreign body response. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's generator was explanted due to an infection. A review of manufacturing records confirmed that the generator was sterilized prior to distribution.